Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: the pump was returned with an operable display. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, there was moisture observed inside the pump. The leak test failed due to a crack at the display lens. Also unrelated, the display was dim and letters had a red hue. The battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.